Event description:
Our company received additional information that the device is still active and implanted, a suture that was superficial and was removed as it appeared to be infected. No further changes were made to the system and there were no adverse patient events.

Event description:
Boston scientific received information that this product is part of a planned system explant due to a patient infection. There were no adverse patient effects reported. Records indicate this product remains in service. The local area sales representative has been contacted for additional information. This report will be updated should additional information become available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.